Event description:
Tubing is easily coming apart when connections are tightened. Staff is recognizing cracking and breaking lines are kinked easily. Tubing requires multiple attachments creating an opening in the closed system. Needleless connectors are becoming disconnected easily, reflux valves difficult to flush. Missing roller clamps leaking of medication during procedure from the bonded areas of the tubing. Leaking noted between valves. Difficulty priming. Falling apart after tightened manually.